Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the patient had experienced ¿shocking" previously with that same system prior to discontinuing use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction: urinary urge incontinence this patient stated she had an interstim x implant but is not currently using the therapy and has had return to symptoms and worsened condition. They stated that they stopped using the system because she had no follow-up from their doctor or medtronic representative and that they received little hands-on education about the system from their clinical rep. The patient also mentioned experiencing shocking with their current system and that she stopped using it after only a few months. The patient requested more follow-up and a response from a medtronic representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.